Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station does not launch into the application after a reboot. The field service engineer (fse) remoted into the station and modified the settings in carefusion admin to launch directly into the application. Further the fse launched essential security against evolving threats (eset) and remote support service (rss) 4.12, but the issue persisted. Then the fse worked with technical support specialist (tss) found that the rss update agent was not installed, so rss was reinstalled and the station configuration checkbox was enabled to allow medapp (med application) to launch as per knowledge article - medapplication not launching automatically, station at blue screen. After rebooting the station, med application launched successfully without issues. The system functioned as intended after the technical support specialist and field service engineer together troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on care fusion page and would not go to sign-in page. The customer had received a default error indicating there was no communication, and even after powered the machine off for 15 minutes, the same results were observed when it was turned back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.